Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi after a magnet was used in an attempt to interrogate the device. It was noted the device had delivered a large number of charges and device replacement was recommended. Device was explanted and replaced. Patient was stable post-procedure.